Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet and the dexcom app, leading the user to replace the sensor and re-enter the pairing code; the ilet was restarted and the cgm type was toggled from g7 to g6 and back to g7, after which a subsequent new sensor paired successfully. Symptoms included transient hyperglycemia with a reported peak of 283 mg/dl for about one hour without ketone testing, backup therapy, or alerts above 300 mg/dl for over 90 minutes. Outcomes included no need for assistance, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and stepwise pairing attempts, including device restart and cgm mode toggling, followed by sensor replacement. Investigation of this case revealed a pairing failure attributed to the cgm sensor or pairing process, which resolved with use of a different sensor and successful re-pairing to the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a sensor pairing anomaly consistent with user interface or connectivity factors rather than a sustained device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.